Manufacturer narrative:
Following a detailed device analysis, it was noted that the drive wire and handle cannula were bent, and the handle cannula was found to be detached from the pinch vise. It is not possible to determine the amount of force required to remove the handle cannula from the pinch vise. The most probable root cause for this complaint is undeterminable.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a right ureteroscopy with laser lithotripsy and right ureteral stent procedure performed on (B)(6), 2011 (patient weight is unknown). According to the complainant, the device "failed" during the procedure. The physician completed the procedure with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.' Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a right ureteroscopy with laser lithotripsy and right ureteral stent procedure performed on (B)(6) 2011 (patient weight is unknown). According to the complainant, the device "failed" during the procedure. The physician completed the procedure with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.